Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box revealed no alarms related to the complaint. The battery voltages in the black box were within normal specification. The pump current draws all measured within specification. There was no overheating duplicated during testing. The pump cover was removed and there was no intermittent conditions or moisture found. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
Follow-up #2, 20-march-2017- correction to serial#.